Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose reached 108-230 mg/dl. Customer changed supplies and resumed insulin delivery.